Manufacturer narrative:
Concomitant medical products: product ID: bi30000109r, serial/lot #: (B)(4). Device UDI number unavailable. A medtronic representative (rep) went to the site to test and service the equipment. It was stated that when the system booted up, the healthcare professional pressed the footswitch or handswitch but there was no exposure/image and there was an error report on the 2d and 3d models. The rep checked the system batteries and found the key was not at the right position. The rep reconnected the key behind the image acquisition system (ias) and turned the key all the way to the right position. The issue was resolved. The system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system couldn't take x-ray sometimes. The healthcare professional reported that when pressing the footswitch the system couldn't take x-ray sometimes. There was no patient involvement.